Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Contacted reported an issue with not being able to load a cartridge on the pump. Supervisor reviewed reported issue with cds, issue appeared to be a minimum fill issue. Tandem customer support attempted various follow ups to reach customer to troubleshoot. Blood glucose level was not provided.